Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle was visually inspected, and the device passed flushing test (pre and post decontamination). Next, the needle passed the design specifications for the active tip length measurement, continuity test. The device also passed dimensional test, as the active tip was within specification. Later, the device failed the design specification for the curve overlay inspection, which was due to the manual reshaping of the needle that was evident along the curve profile. Additionally, the needle passed the functional test for eprom that was write protected, likely because the needle communication with the generator during the procedure was successful. Also, the device passed the continuity test. Finally, the nrg needle passed the puncture test with needle and connector cable; a tissue testing successful on bench-top model. The needle delivered radio frequency. Therefore, the reported allegation of failure to cross was not confirmed.

Event description:
It was reported that nrg transseptal needle was selected for percutaneous catheter myocardial ablation. During the procedure, it was mentioned that the physician did not feel like needle was energized, even though energization was performed. No error was displayed. After replacing the return electrode and cable, the septal puncture could not be performed. Thus, the needle was replaced with same model needle and the procedure was completed successfully. The event occurred inside the patient body and no patient complication were reported. The needle is expected to be returned for analysis.

Event description:
It was reported that nrg transseptal needle was selected for percutaneous catheter myocardial ablation. During the procedure, it was mentioned that the physician did not feel like needle was energized, even though energization was performed. No error was displayed. After replacing the return electrode and cable, the septal puncture could not be performed. Thus, the needle was replaced with same model needle and the procedure was completed successfully. The event occurred inside the patient body and no patient complication were reported. The needle is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.